Manufacturer narrative:
Initial reporter phone number (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that upon receipt of the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there was a tube with a gold stopper among the pink-topped tubes.